Event description:
It was reported a shocking or jolting sensation. Patient experienced vagina shocking over the past weeks and some return of frequency. Patient had bilateral implantable neurostimulators (ins) with bilateral leads. Left system is in s3. This ins was changed (B)(6). Patient had burning sensation in this new pocket. New pocket was made under ribcage with the change out. Patient did not have problems with shocking/overstimulation when going through theft detectors. It used to happened, but was becoming more frequent associated with some loss of therapy. Patient was unwilling to keep a diary or shut off one side or the other to investigate the situation. Refer to manufacturer report 3004209178-2012-09181. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-41, lot# v967832. Product type: lead: product ID 3093-28, lot# v548474, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).